Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported that during a procedure, the surgeon had noted that the hex screwdriver that is listed in the surgical technique, was not found in the loaner kit. During the procedure, the surgeon used a chisel instead of the hex screwdriver to remove the nail end cap. Due to this, the surgery was delayed by less than 15 minutes. No patient consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device was reported under the incorrect manufacturing facility. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.